Event description:
It was reported that the bd intima ii plus¿ IV catheter was found damaged around the needle during use. The following information was provided by the initial reporter, translated from chinese: "the patient was with postherpetic neuralgia. On (B)(6) 2022, trioxygen autoblood therapy was performed in the treatment room of the pain department. In the process of preparing the patient, when connecting the closed vein indwelling needle, it was found that the plastic needle of the indwelling needle was broken, and a new indwelling needle was replaced for puncture.

Manufacturer narrative:
In response to the event reported, a device history review was conducted for lot number 1264352. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.